Event description:
In 10/2002, the pt was seen by a co rep for eval of impedance measurements that were out of normal range. The pt reportedly had a decrease in performance. Programming adjustments were made. 6 days later the co rep made further programming changes. Testing confirmed that the device was functioning. In 11/2002, the surgeon ordered a transorbital x-ray to confirm placement of the device. 15 days later, the surgeon reported that the x-ray results indicated that the electrode was inside the cochlea. It was decided that the device should be explanted.